Manufacturer narrative:
Updated fields - d4 (UDI), d9, g3, g6, h2, h3, h6, h11. The suspected buzz nonstick irrigating forceps (ni22bs06) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The issue of not functioning may be the result of physical damage to the device or incomplete connection to the generator. However, definitive root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that when using the buzz nonstick irrigating forceps (ni22bs06) during surgery for cerebral arteriovenous malformation, it was confirmed that the device did not operate properly on wet surfaces (coagulation setting: 8w). However, it did operate properly on dry surfaces. It was used with electrosurgical generator and electrosurgical foot pedal. After replacing it with a different device (unknown name), coagulation on wet surfaces was possible. The generator, irrigation system, and cord & tubing set were not replaced. There was reportedly a delay of more than 30 minutes; however, no patient injury occurred. It was reported that following the event, an integra sales representative went to the facility to check the suspected product. There was an attempt to replicate the event by using chicken meat and saline. The product could not coagulate the meat when it was soaked in saline. It was reported that the product will not be returned for evaluation.